Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex artery that was 95% stenosed. The lesion was predilated and a xience prime was deployed followed by post dilatation using a balloon. After some time, the patient developed angina. Angiography confirmed early stent thrombosis. Patient was treated with balloon angioplasty and normal blood flow was achieved, resolving the issue. No additional information was provided.